Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device would not power on which was reproduced. Evaluation observed the device to not power on due to the first column of keys being inoperable (1st soft, on/off, #0 and (.) Keys). The reported device would not power on was verified through and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on. There was no known patient injury or medical intervention associated with this event. No additional information is available.